Manufacturer narrative:
(B)(4). Baxter received additional information regarding the reported false air in line alarms. The event description has been updated.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message in the home parenteral therapy program (IV antibiotic clinic) and day surgery units where patients receive many different types of infusions including (iron, blood transfusions, immune globulin, biologic medications). The upstream occlusion message causes minimal interruption time in infusions (just the time it takes to respond to the alarm and restart the pump). It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message in the home parenteral therapy program and day surgery units. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message in the home parenteral therapy program and day surgery units. Any patient involvement, injury or medical intervention is unknown.